Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 8/09/2017 with the following findings: during testing, it was observed that the battery compartment was cracked in two places and there was moisture in the compartment. During testing, the pump could not power on and was completely unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, that contained moisture and an unresponsive pump. This report is made based on results of investigation completed on 8/09/2017.